Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophageal stenting procedure performed in 2009. According to the complainant, the stent was implanted successfully in a tortuous anatomy to treat a gastric fistula. However, two days post procedure, it was noted that the stent had migrated proximally. The physician was concerned and the fully expanded stent was removed. The procedure was completed with this device and another stent was not required. There were no pt complication reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.